Manufacturer narrative:
Since the initial report was filed, the investigation into the presumed hemolysis has concluded. The pump and data logs were returned for analysis. In benchtop testing the pump passed abiomed's hemolysis testing. There was observed biomaterial ingested into the pump upon the pump's review. The data logs also revealed signatures indicative of biomaterial ingestion and expulsion during the support. The hemolysis, and lower that expected pump flows, was most likely caused by ingested biomaterial. The failure mode will be monitored and trended.

Manufacturer narrative:
The investigation is on-going at this time. Not all of the impella product has been returned. Further clarification of the treatment for the presumed hemolysis is pending. To date the treatment beyond pump replacement is unknown. There will be a final report drafted upon completion of the investigation.

Event description:
The complainant was utilizing an impella cp for hemodynamic support of a patient admitted in cardiogenic shock. During the support of 46 hours the patient exhibited signs of hemolysis in urine color change and suction alarms of the pump. The team chose to explant the impella and replace it with another pump.